Event description:
The report stated, that after the generator was set at 50 on the display, the unit will drop to 8 and then up to 70.

Manufacturer narrative:
Date of initial report: 11/14/2007. When our eval is complete a follow-up report will be sent with the results of our investigation.